Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/2/2020. A manufacturing record evaluation was performed for the finished device batch pjq125, 8580h56 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis an unopened sample of product code 8580h, pjq125. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how the procedure was complete? With new product, how many devices were involved in this single procedure pls consult impacted products section, was there any adverse consequence associated with the patient? No, please provide procedure date unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2020-05328, 2210968-2020-05329, and 2210968-2020-05331.

Event description:
It was reported that the patient underwent a vascular procedure in 2020 and the suture was broke when knotted. There were no patient consequences reported. The surgery was completed with new product.